Event description:
A complaint was reported regarding difficulty charging the implant and a heating sensation at the implant site. The pt's precision implant was explanted and replaced with a new one.